Manufacturer narrative:
Zimvie complaint (B)(6). B3: date of event: the event occurred sometime in may 2023. D11: medical product: unknown. D11: therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he wanted to return the device because he experienced pain and was not using it. The patient said the 1st doctor who prescribed the device screwed up and put the wrong rod in and the bone was rubbing which caused the pain. The patient had to go see another doctor who did his total knee replacement. That doctor performed the corrective surgery and did not tell him he had to use the device. Everything is healing fine now.

Event description:
It was reported by the patient that had pain while using the orthopak. No additional patient consequences have been reported. The orthopak assembly was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the orthopak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the orthopak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one orthopak stimulator part no. 1067718 with serial number (B)(6) received in a shipping box. The part received appears to be in good condition from the visual/cosmetic point of view. The DHR/coc has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. The spinalpak was tested using battery burn-in-stand-alone test and checked clock lifetime. The results from the testing indicated no functional discrepancies. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (13) total complaints from (may 31, 2022) to (may 31, 2023) for pn (1067718, 1067719) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.